Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would periodically power off at different times. Customer stated the insulin pump was losing connection with the battery cap. The customer's blood glucose was unknown. The customer also reported the reservoir compartment was chipped. The customer could not recall how the damage occurred on the insulin pump. The customer also reported bad battery alarms and battery out limit alarm were present in the alarm history. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.